Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000131134."

Event description:
It was reported that the patient had a fall, and as a result was experiencing ineffective therapy. The patient's system diagnostics recorded high impedances on the lead. Surgical intervention took place where the leads were explanted and replaced to address the issue. Therapy was restored post-operative. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.